Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2014 at the (B)(6) hospital it was reported that the single roller pump serial number (B)(4) being used with the hl20 4 pump console base serial number (B)(4) displayed head error and runaway error. (B)(4).